Event description:
The complaint is reported as: incident occurred on 02 december 2022, with a 47-year-old female patient. Catheter was inserted on (B)(6) 2022 in the right jugular. On (B)(6) 2022 a tunneled catheter for administration of prolonged parenteral nutrition was inserted in the patient in the vascular x-ray department. After removing the cvc inserted in the right jugular, the patient was lying in a 30 incline position in her bed without pillow. We performed a manual compression and then applied a pressure bandage. The patient lost consciousness a few minutes after the ablation of the 1st venous line. Suspicion of gas embolism. Patient was taken care in urgency and transferred to intensive care for hyperbaric chamber session. This was a life-threatening incident. It was reported an air embolism was confirmed. The patient experienced right hemiplegia with lack of sensation on the right side of the body, incomprehension of simple orders, concomitant appearance with ablation of the cvc. Symptoms disappeared with the start of hyperbaric oxygen therapy. The patient's current condition is reported as "positive evolution with a return to conventional hospitalization for further treatment."

Manufacturer narrative:
Continuation of d11: ulfate de magnesium; ambrisentan 10 mg in the morning; talmanco 20 mg two in the morning; levothyrox 88g in the morning; advagraf lp 3 mg two in the morning; fidaxomicine 200 1 tablets morning and evening; aspirine protect 100 mg one per day; spironolactone 25 mg 2 tablets in the morning; burinex 5 mg one in the morning to be adjusted; paracetamol 1 g as requested; diffu k 2 gel tablets morning, half day and evening; atarax 25 mg 1/2 tablets evening; albumine 20 g a flask per day (B)(4) it was reported that the actual device involved in the event was not available for return; however, the customer provided one x-ray image for analysis. The complaint of an air embolism was not able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "air embolism can occur if air is allowed to enter a central venous access device or vein. Do not leave open needles or uncapped, unclamped catheters in central venous puncture site. Use only securely tightened luer-lock connections with any central venous access device to guard against inadvertent disconnection". The customer report of an air embolism was not able to be confirmed by visual inspection of the customer supplied photo. A full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: incident occurred on (B)(6) 2022, with a 47-year-old female patient. Catheter was inserted on (B)(6) 2022 in the right jugular. On (B)(6) 2022 a tunneled catheter for administration of prolonged parenteral nutrition was inserted in the patient in the vascular x-ray department. After removing the cvc inserted in the right jugular, the patient was lying in a 30 incline position in her bed without pillow. We performed a manual compression and then applied a pressure bandage. The patient lost consciousness a few minutes after the ablation of the 1st venous line. Suspicion of gas embolism. Patient was taken care in urgency and transferred to intensive care for hyperbaric chamber session. This was a life-threatening incident. It was reported an air embolism was confirmed. The patient experienced right hemiplegia with lack of sensation on the right side of the body, incomprehension of simple orders, concomitant appearance with ablation of the cvc. Symptoms disappeared with the start of hyperbaric oxygen therapy. The patient's current condition is reported as "positive evolution with a return to conventional hospitalization for further treatment."

Manufacturer narrative:
Concomitant medical products: ulfate de magnesium; ambrisentan 10 mg in the morning; talmanco 20 mg two in the morning; levothyrox 88 g in the morning; advagraf lp 3 mg two in the morning; fidaxomicine 200 1 tablets morning and evening; aspirine protect 100 mg one per day; spironolactone 25 mg 2 tablets in the morning; burinex 5 mg one in the morning to be adjusted; paracetamol 1 g as requested; diffu k 2 gel tablets morning, half day and evening; atarax 25 mg 1/2 tablets evening; albumine 20 g a flask per day qn#: (B)(4).